Manufacturer narrative:
(B)(4). The lead was discarded following the explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the lead exhibited loss of capture which resulted in pacing not being delivered as expected. It was also reported the lead had exhibited low pacing impedance measurements. Damage to the insulation near the terminal pin was found during the procedure.

Manufacturer narrative:
(B)(4); this lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not delivering pacing when required. This lead was explanted and replaced. No additional adverse patient effects were reported.